Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured for date of birth and weight as the customer's age and weight were not provided. The model #: was not provided.

Event description:
The customer from france called ascensia customer service to report an issue with their contour next meter. During the call, three live tests were performed with the meter and readings of 253 mg/dl at 2:32 p.m., 48 mg/dl at 2:33 p.m. And 279 mg/dl at 2:34 p.m. Were obtained. There is no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next meter and contour next test strips from lot # 1fpeh01a for evaluation. An in-house testing was performed using the returned meter and returned test strips with blood sample, which gave a satisfactory performance.